Manufacturer narrative:
The initial reported event was received on 2016-08-22. Of note, the reportable malfunction (high impedance) is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2016-10-10. Information was subsequently received on 2016-09-30 and revealed pediatric involvement. As there is new information that reasonably suggests the device has or may have caused or contributed to a pediatric event, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high impedance and no stimulation the left ventricular (lv) lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.